Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient. (B)(4) - haptic, damaged in delivery system. No lens returned in unit carton. Evaluation method: lens work order search. Results: a lens work order search was performed and one similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon was inserting an aq2015a silicone aspheric three piece lens and the haptic was mangled in the injector system. There was no patient contact. Another same model lens was implanted. The facility discarded the lens.